Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged resulting in loss of capture. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As the revision procedure has not occurred yet, no additional information is available at this time. This investigation will be updated should further information be provided.

Event description:
Information was later received that this lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.